Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet with an inset subcutaneous infusion set, with sensor and fingerstick measurements ranging from the high 200s to a peak fingerstick of 542 mg/dl after a recent infusion set change; the user temporarily disconnected from the pump to administer subcutaneous insulin by pen, then reconnected and later performed another site change, after which glucose began trending down. Symptoms included hyperglycemia. Outcomes included no health consequences or impact reported. Investigation included interviews and analysis of information provided by the user¿s caregiver. Investigation of this case revealed no findings available and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.